Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was fractured during the procedure. No additional instrument was needed to complete the procedure and all pieces were retrieved.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of device returned. Visual inspection found signs of repeated use (nicks or gouges).the anterior section of the post feature has fractured off, not all pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.